Manufacturer narrative:
During inspection of the device, the inputs digital visual interface (dvi) 1 and 2 were found no longer functional. This is also considered a potential adverse event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
The repair evaluation confirmed the customer¿s reported problem of physical defects, as the protective panel is damaged. Also, it was identified the monitor has no image due to a defective printed circuit board and the monitor does not power up due to a defective power supply unit. The cause of the defective circuit board and power supply video connector could not be determined. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oekg) service/repair department was informed that the customer high-definition liquid crystal display monitor was returned to olympus for ¿physical defects¿. The customer reported problem was found during an unspecified event. However, during the repair inspection, the monitor has no image and does not power up. No death, injury or harm was reported to olympus. This report is being submitted to capture the monitor has no image and does not power up.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty power board and a faulty printed circuit board. Olympus will continue to monitor field performance for this device.